Manufacturer narrative:
(B)(4). The device was not returned for investigation and a DHR review was unable to be conducted as the lot number was unable to be ascertained.

Event description:
A patient underwent a convergent ablation procedure via sub-xiphoid approach. The procedure was completed successfully, and the patient was discharged with no issues. Three weeks after procedure, patient presented to an emergency department with neurological issues and numbness on left side of body. Patient was transferred to another hospital but was deemed too unstable for further testing or operation. Patient expired on (B)(6) 2024. While there is no evidence that an atricure device directly caused the patient death, contribution from the ablation procedure cannot be ruled out and so this event is being reported per part 803. There was no reported device malfunction, and the adverse event was the result of a procedural complication.